Event description:
I became pregnant after having the essure procedure. Along with heavier periods severe cramps with my menstrual as well as sharp pains in my abdomen where my tubes are at. I have had severe headaches and lower back pain, and pain during sexual intercourse. I have had recurring bv and no explanation as to how. I'm in chronic pain all the time and no answer as to why. (B)(4).